Event description:
It was reported that the healthcare professional felt the implantable neurostimulator (ins) was not lasing as long as it should. It was noted that the ins battery depletion was being reported as premature. There was an elective replacement indicator (eri) message being seen on the patient programmer the last couple of days prior to the date of this report. Patient was in a panic that the battery needed to be replaced right away. There was a loss of therapeutic ¿efficacy¿ that had started around (B)(6) 2013. There was no known incident or accident related to the complaint. The office history showed the following: the left battery voltage was 2.67v and right was 2.90 as of (B)(6) 2014. Left battery was programmed at c=2-1-, 4.2v, 60pw, 180 hz, and impedance was 378ohms. Right battery was programmed at 3.6v, 60pw, 180 hz, and impedance was 955 ohms. In (B)(6) 2013 left was at 4.1v and group impedances was 440 ohms. (B)(6) 2013 left same electrodes was 4.1v, 60 pw, 180 hz, impedance was 476ohms. Right same electrodes were 3.0v, 60 pw, 180 hz, and impedance was 955 ohms. May 2013 left amplitude was moved to 4.2v and group impedance was 439 ohms. (B)(6) 2013 the left ins battery voltage was moved to 4.1v and group impedance was 493 ohms. The patient was getting less efficacy which lead to the increase of amplitude. (B)(6) 2012 left group impedance was 591 ohms and right was 942 ohms. (B)(6) 2012 programming was left c+2-1-, 3.2v, 60pw, 170 hz, and impedance was 666 ohms. Right was c+2-1-1, 3.0v, 60pw, 180 hz, and impedance was 987 ohms. (B)(6) 2012 battery voltage for the left was 2.98v and the right was 2.87v. The right side had stable group impedance values 900-999 ohms with slight fluctuation. The left side was showing a continuing decline in value at each office visit. It appeared something was occurring on the left side. Longevity calculation was performed. It was noted that based on the settings patient was first programmed with in (B)(6) 2012 the left was 3.20v, 60pw, 170hz and impedance was 666 ohms; estimated battery eri was 2.85 years and end of service (eos) was 3.1 years. The right was 3.0v, 60pw, 180 hz, 987 ohms; battery estimate eri was 3.78 years and eos was 4.03 years. Current settings as of (B)(6) 2013 left battery estimate eri was 13.07 months and eos 16.07 months and right was eri 3.88 years and eos 3.13 years. Evaluation was planned for (B)(6) 2014. It was later reported that battery depletion was premature. Actions required as a result of the event were explant and replacement. Impedance testing was done. Patient was alive with no injury. Patient symptoms included less than 50% therapy relief. Symptoms on the opposite side had returned. Additional information received reported explant/replacement had occurred on (B)(6) 2014. It was noted that it was felt that the battery had depleted faster than expected. It was not normal battery depletion. There was no patient death and the patient had recovered without sequelae. Left device was at eri.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no significant anomaly, the battery was at normal end of life and telemetry and output were okay. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v287456, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v302545, implanted: (B)(6) 2009, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.